Manufacturer narrative:
Customer reports that no repeat testing was run and that during the prior evening of 2/10, a clotted sample was run. The instrument is performing according to specification.

Event description:
Customer reports discordant lactate results on pt. The system reported lactate results of 17.22 mmol/l, 1.07 mmol/l and 4.16 mmol/l on the same pt. The system passed calibration inspection and quality control for three levels.